Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated total bilirubin result generated on the architect c4000 on a (B)(6) infant. Results provided: (B)(6) 2020 sid (B)(6) = > 25 mg/dl; manual x 10 dilution = 67.86 mg/dl; new sample sent to reference laboratory = 19.1 / 22.0 mg/dl; re-ran initial sample x10 dilution = 26.84 mg/dl. Normal range: 0-11.6 mg/dl. No impact to patient management was reported

Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 56326uq11. Trending review determined no trends for falsely elevated results for the product. Return testing was not completed as returns were not available. No other complaint found for this lot. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency of the architect total bilirubin reagent lot number 56326uq11 was identified.